Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported prosthesis replacement due to original implant failure. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an extended opening on posterior, fold creases, underweight, and red particles on the shell. A microscopic analysis was performed, which identified a crease sharp opening on posterior. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, prosthesis replacement, due to original implant failure. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: g.3.

Event description:
Healthcare professional reported prosthesis replacement due to original implant failure . This relates to the left side. The device has been explanted.